Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 24-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal ( 2000 mcg at 419.95899 mcg/day) via an implantable pump. It was reported during surgical observation, on (B)(6) 2019, there was a fracture in the proximal segment of the catheter just past the catheter connector. The hcp replaced the catheter connector with a new one and hooked it up to the spinal segment. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure. The issue resolved without sequelae on (B)(6) 2020.